Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-1-uni-celect. The investigation is in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others.

Event description:
Description of event according to complainant: attempted a filter retrieval. 1 primary and 1 secondary strut had fractured and migrated. The location is not known at this time. The filter was not retrieved as a result of fracture. Update from sales representative received on 05/01/2014: the patient went to the ER on (B)(6) 2014 for an event unrelated to the filter. During patient's visit, a CT scan was performed and the physician saw the fractured filter, thus referring the patient to an interventional radiologist at the hospital. The radiologist attempted to retrieve the filter and was successful. The fractured struts remain in the patient. One of the fractured struts is located in the kidney and the other one is located in the bowel. The physician stated the struts will remain in the patient and not be removed. Patient outcome: the patient was asymptomatic related to the filter. According to the initial reporter. The patient did not experience any adverse effects due to this occurrence.